Manufacturer narrative:
Patient weight, ethnicity and race: unk. (B)(4).

Event description:
The reporter indicated that an implantable collamer lens of was implanted into the patient's right eye (od) in 2015. Reportedly, "patient has narrow angles." Lens remains implanted.

Manufacturer narrative:
Corrected data: b5- "the reporter indicated that an implantable collamer lens was implanted into the patients right eye (od) in 2015. Reportedly "patient has narrow angles, and dr. Tran wants to exchange the lens as soon as possible." The lens remains implanted." H6- health effect- clinical code: 4581- narrow angles claim# (B)(4).